Manufacturer narrative:
B3: reported event date 1/23. One device was received for evaluation. A review of the event history log confirmed the reported problem. Functional testing was able to duplicate the reported problem. It was determined that the faulty downstream occlusion (dso) sensor was the root cause and was replaced. The device then passed all functional tests.

Event description:
It was reported that the device exhibited error 46440. There was no patient involvement.